Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The reported suture was pulled out from the puncture site when tension was applied (failure to deploy the suture) was unable to be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. Per the instructions for use, in instructions for operation or instructions for use - device placement: the following instructions the deployment sequence to close the access site of a catherization procedure performed through a 5f to 8f sheath size. The safety and effectiveness of the proglide devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.

Event description:
It was reported that arteriotomy closure of a mildly tortuous and moderately calcified right common femoral artery was attempted using a proglide device with a 16fr sheath after a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the rail suture was pulled out from the puncture site when tension was applied on the rail suture before advancing the knot. A second proglide device was used with the same results. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.